Event description:
The customer reports during an esophagogastroduodenoscopy (egd) with endoscopic submucosal dissection (esd) procedure using a single use electrosurgical knife kd-612, the ceramic tip fell off within the first few minutes of use and onto the anterior wall of the gastric body. The patient experienced a 2mm perforation through the muscularis propria (mp) layer. The patient was treated with two hemostatic clips. The patient's current condition is stable. The generator used in the case was erbe, and it did not malfunction in any way. The generator setting being used in the case was: swift coag 30w.